Event description:
During a total gastrectomy procedure, the anastomosis was incomplete. The staples did not form properly. The surgeon applied suture. No pt injury was reported.

Manufacturer narrative:
The report was submitted without a production lot number, therefore, the mfg site is unk.